Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lcx. Approximately 47.5 months post index procedure the patient suffered an mi. One day later the patient underwent CABG surgery involving the target vessel. The investigator assessed that the revascularization event was not related to the study stent.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (myocardial infarction and revascularization). Evaluation, conclusions: inherent risk of procedure - (myocardial infarction and revascularization). (B)(4).